Event description:
It was reported that this was a closure of the left and right common femoral artery attempted with two prostyle devices using the pre-close technique via a 9f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly on the left access site, a cuff miss [suture retrieval issue] occurred. On the right access site, blood backflow was not observed and upon device removal, the link was noted to be separated from a cuff. The sutures of two new prostyle devices were successfully pre-placed on both access sites. The sheath was upsized to a 14f on the left access site and an 18f on the right access site and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. The reported link separation was not confirmed as the link was tight and was intact with no separation noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.